Manufacturer narrative:
The pump was received with a blank display due to a broken solder joint on the interface board. Unable to verify the keypad anomaly or operating currents, including low battery and off no power due to the blank display. No damage on the keypad traces noted. The lcd keypad connector was inspected and no anomaly was noted. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of a blank display and button error on the insulin pump. The customer's blood glucose reading was 4.8 mmol/l. The mother stated that they were having battery issues. The mother stated that the pump turned off and there was no response after a battery change. The mother stated that when they came back from the pool, the pump turned off. The mother stated that they were in a hot humid environment, but the pump was not exposed to moisture. The customer stated that the pump was neither damaged nor corroded. The customer was advised to insert new aaa batteries. The customer stated that the display did not return. The customer also stated that the act button has a bit of a spongy feel. The customer stated that there were no button errors with the keypad. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.